Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an occlusion issue on (B)(6) 2026. The occlusion occurred because the patient used fiasp insulin (an off-label formulation not validated for this infusion set), which impaired insulin delivery resulting in hyperglycemia that was managed with insulin administration via multiple daily injections.